Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air water cylinder, the air water tube, and the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible that the foreign material could be caused by silicone, which is for example included in simethicone, a defoaming agent, which could have been used by the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.